Manufacturer narrative:
Discarded by user facility.

Event description:
It was reported that the interpulse tips have become disassembled at the portion that connects to the tip during total knee and hip procedures. There were no patient or user injuries reported, and no adverse consequences.